Event description:
The pt was implanted with a left ventricular assist device. The cardiologist reported that the pt was admitted on (B)(6) for fatigue, nausea, and vomiting. Over the course of the hosp stay, the pt developed dark urine, ldh and bilirubin elevated. An echo showed pump unloading well, aortic valve not opening. The cardiologist suspected hemolysis. Add'l info received indicated that the pump was exchanged on (B)(6) 2012.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.